Manufacturer narrative:
The quality investigation is complete. Device not returned.

Event description:
It was reported that two burs broke in the operating room while using the pi drive. No further information was provided. This report is for the second broken bur.